Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. A review of the share logs was performed and an app launch was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.